Event description:
It was reported that the patient's body was found deceased and badly decomposed and the pulse generator was visually apparent. The patients cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was device related. Upon interrogation, the lead exhibited episodes of high impedance. No additional information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's body was found deceased and badly decomposed and the pulse generator was visually apparent. The patients cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was available at this time.